Event description:
It was reported that a charge button came off the device's paddles. There were no reports of pt use associated with this event.

Manufacturer narrative:
Physio-control provided customer with the part number and ordering info for a new charge button. The customer later confirmed that the button had been replaced, and a performance inspection procedure was performed on the unit. The device was then placed back into service for use.